Event description:
After an implantation period of approx. 43 months, ventricular oversensing was reported. The lead was explanted.

Manufacturer narrative:
The event date was corrected. In the returned state, the lead had been cut through 13cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. A 4cm long medial fragment was not returned. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area, and a short-circuit was measurable when moving the distal end. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Noticeably lead movement should be considered as cause. In addition, a deformed shock coil was detected during the analysis, which is probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.